Event description:
The patient was in interventional radiology to undergo a shuntogram of his arteriovenous (av) graft. The graft had a stenosis, therefore an angioplasty balloon was used. The angioplasty was completed; however, when attempting to remove the catheter, the doctor realized that the balloon had come off the catheter. An x-ray with contrast was done to attempt to visualize the catheter. The doctor identified that the balloon was in the sheath. The sheath was removed and the balloon was successfully retrieved. The patient was fine.

Event description:
The patient was in interventional radiology to undergo a shuntogram of his arteriovenous (av) graft. The graft had a stenosis, therefore an angioplasty balloon was used. The angioplasty was completed; however, when attempting to remove the catheter, the doctor realized that the balloon had come off the catheter. An x-ray with contrast was done to attempt to visualize the catheter. The doctor identified that the balloon was in the sheath. The sheath was removed and the balloon was successfully retrieved. The patient was fine.